Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced deterioration of their scs implant wound site where the clik anchor and a small portion of the lead has extruded through the skin becoming exposed. Therefore, the patient was referred to a wound clinic and was given antibiotic medication and a culture was taken. No dysplastic pathologies or malignancy were identified. The patient also underwent an explant procedure during which the full scs system was removed. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information provided in block d4 and block h11: unique identifier (UDI) device analysis was performed on both the returned clik anchor and returned lead which revealed normal device characteristics during visual inspection of each device. A labeling review was conducted which determined that lead migration and skin erosion at the implant site can occur over time and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Block b3: exact date unknown, event occurred in december 2024 additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70, serial: (B)(6), batch: 7096718, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced deterioration of their scs implant wound site where the clik anchor and a small portion of the lead has extruded through the skin becoming exposed. Therefore, the patient was referred to a wound clinic and was given antibiotic medication and a culture was taken. No dysplastic pathologies or malignancy were identified. The patient also underwent an explant procedure during which the full scs system was removed. The patient was doing well postoperatively.